Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The target lesion was located in the left anterior tibial artery. The coyote es otw 1.5mm x 20mm x 142 cm balloon was selected and advanced to treat the lesion. It was inflated once and ruptured at 8 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause was considered operational context. (B)(4).